Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the navigation ring failed; settings cannot be changed via the navigation ring or touch screen. The customer reported there was patient involvement and no patient harm.

Event description:
The customer reported the navigation ring failed; settings cannot be changed via the navigation ring or touch screen. No patient involvement was reported.

Manufacturer narrative:
The front bezel has not been replaced per additional information received through follow-up with the customer. The customer further confirmed that the touchscreen is fully functional and passed the required performance verification tests and remains in service. Due to the device being in service the device has not been made available for evaluation or repair by a (B)(4) fse. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined. A supplemental report will be submitted upon receipt of additional information.